Event description:
It was reported that an arteriotomy closure of the common femoral artery was attempted with a proglide device after balloon angioplasty in the distal superficial femoral artery using a 6f sheath. Reportedly, after knot advancement and hemostasis being achieved, the knot was locked and the suture trimmer was used in an attempt to trim the suture. Only one of the suture ends was trimmed despite both ends passing through the suture trimmer. Suture trimming was attempted again and the access site began bleeding, suggesting knot failure [suture separation]. Manual compression was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. Na.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported failure to cut with the gated suture trimmer. Factors that contribute to failure to cut with the suture trimmer may include, but are not limited to, manufacturing, user error - trimming lever deployed early, excessive suture tension, or trimming lever not held back during retrieval of suture trimmer. Excessive suture tension, tensioning angle not coaxial) or suture/ nick damage likely led to the suture separation. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.